Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer operator was confused as to how the programmer had designated the longest atrial fibrillation episode with a device¿s historical period of operation. The programmer remains in use. No patient complications have been reported as a result of this event.